Event description:
Customer feeling weak. They took a blood glucose reading and received a low result, value unknown. The customer went to the e.r. At the hospital their blood glucose was reading very high, result not provided. The customer was given insulin at the hosp, they were admitted. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.